Event description:
The manufacturer became aware of an allegation of a dreamstation auto CPAP stating the power cord sheath has been torn, exposing the internal copper wires. Follow-up contact attempts with the patient were unsuccessful. The matter was escalated for further evaluation, including consideration of device retrieval and possible replacement depending on clinical necessity. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.